Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's omnipod system continued to deliver insulin. Blood glucose levels dropped to 40 mg/dl. The patient was moving boxes when he felt his blood glucose levels drop drastically. The patient visited the emergency room (ER) on (B)(6) 2026. Blood test was performed (details/results not reported). The patient's blood glucose levels began to rise, and they were kept in the ER for 2 hours under observation, no other treatment was provided.